Manufacturer narrative:
This report is for an unknown nail distal locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an antegrade intramedullary procedure for open nondisplaced comminuted, mid femoral shaft fracture. There was a known mal alignment / malrotation reported. Reoperation was due to removal of distal locking screws. There was no known delayed union of fracture and no post-operative complications reported. Patient outcome is unknown. No further information is available. Concomitant device reported: unk - nails: rafn (part# unknown; lot# unknown; quantity: 1). Unk - nail head elements: rafn spiral blade (part# unknown; lot# unknown; quantity: 1). Unk - end caps: rafn (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unknown nail distal locking screw. This is report 1 of 1 for (B)(4).